Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 4/2/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that after purchasing this product, he noted that it was discolored and "not as it should have been." Despite this, the consumer used the product anyway. Following use of the product, he experienced burning for a few days. The consumer stated he could barely see. He was seen in the ER and stayed until they said he could go home. He was treated with antibiotic and steroid eye drops and the burning went away in a few days. In a f/u with the consumer, he reported he had pain and burning after using the product for a couple of days. The symptoms resolved following treatment. The consumer reported he had thrown the bottles of solution away. Add'l info has been requested. A phone call was placed to the hosp where the consumer reported he had been treated. The hosp advised that there was no treating physician on staff by the name reported by the consumer. The hosp did a search for the pt's name with date of birth and could find no record of any pt with the consumer's name or date of birth being treated at their hosp. An internet search was performed to search for the dr that the consumer said had treated him and no physician by the name given could be found. No further f/u was attempted with the named health care providers.